Manufacturer narrative:
Although requested, no further information regarding patient demographics were received. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported two device channels alarming "communication error". Although requested, no further information was received regarding details of this event.